Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the menu and check buttons on the infusion device work intermittently and the protective rubber is worn down. No adverse event was reported. The infusion device was replaced and requested for evaluation.